Event description:
On 10/22/1998 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was deployed in a pt's right groin. Hemostasis was not achieved with the device, therefore manual pressure followed by the application of a femostop device were applied with control of the bleeding. On 11/16/1998 the pt reported pain in her procedure leg when attempting to ambulate. An arteriogram was performed which revealed a thrombus at the iliac and common femoral artery. A urokinase infusion was administered without resolution of the event. On 11/17/1998 the pt was taken to surgery where inflammation around the common femoral artery and distal iliac artery were identified. A 2cm arteriotomy was executed at the puncture site and fibrin material was removed from the artery. The pt was discharged to home on 11/18/1998 in stable condition. As of 12/31/1998 there has been no further report to the MFR of complication or pt sequelae.